Event description:
It was reported that during the procedure of paroxysmal atrial fibrillation ablation, a pericardial effusion happened. After left pulmonary vein isolation while the physician was performing circumferential ablation around the right sided pulmonary vein, it was noted that the catheter would slide off the annulus and move out of the geometry of the carto3 image. This happened 2-3 times within about a 3 min interval. Concomitant with this finding on the image, the patient's blood pressure plummeted and required resuscitation by the anesthesiologist. The ice probe was repositioned in the right ventricle and a moderately large pericardial effusion was noted. The patient's heparinized state was reversed with intravenous protamine. Urgent pericardiocentesis was performed with a withdrawal of 200 ml of blood from the pericardium. The patient's hemodynamic state was quickly normalized with the intervention of anesthesiologist and pericardial tap. The procedure was terminated. With the pericardial drainage catheter left in place, the patient was extubated and send to the cardiac recovery unit. The patient remained in a stable hemodynamic state after the pericardial tap. A transthoracic echo also confirmed resolution of the pericardial effusion.

Manufacturer narrative:
Product was not returned to bwi for analysis. DHR review could not be performed since the lot number was not provided by the customer. Concomitant products: lasso catheter (lot number and us catalog number investigation is still in process), carto 3 system (serial number and us catalog number investigation is still in process), agillis sheath (lot and catalog number: unknown) no bwi product (sjm sheath). (B)(4).